Event description:
It was reported by svc report that the pt right side lift handle mount was cracked. There was no pt involvement; however, adverse consequences were reported.

Manufacturer narrative:
Lift handle mount.